Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the affiliate that during the implantation the certas plus inline with siphonguard valve only, had issues with the distal flow on the shunt valve and would not flow on its own. Another valve was opened and successfully used. There were no reports of surgical delays or patient harm. The patient had (B)(6) and the sample will not be returned.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 2. The valve was visually inspected; no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested without issue. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.

Manufacturer narrative:
The previously filed report listed the incorrect date received by manufacturer. The entry should have read 11/21/2018. This report has been updated to reflect the corrected information.